Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection using the naked eye noted that the white twist sleeve will not fully align with the notch of the main body of the twist clamp. Functional leak and clear passage tests were performed with no issues noted. A clamp function test was performed which revealed when the twist clamp is closed, it will not allow flow through the set; however, the clamp will not fully lock in position. The reported condition was verified. The direct cause was determined to be manufacturing related which occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to close; further described as the ¿clamp cannot be completely closed, no leak occurred¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.